Manufacturer narrative:
Other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
A patient reported via manufacturer representative that 2 months ago her stimulation stopped covering her low back. The patient reported a fall but the fall occurred after the stimulation had moved. The representative attempted to reprogram both leads but was only able to get rib stimulation and leg stimulation. The patient was scheduled for an x-ray of the leads on (B)(6). No further complications were reported. The indication for implant was spinal pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type lead product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type lead product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type lead product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. It was reported that the x-rays showed the leads were located at the bottom of t9. The hcp has ordered a revision of leads. No further complications were reported/anticipated